Event description:
It was reported via phone call, that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 70mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and motor during visual inspection. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.